Event description:
A nurse reported to baxter (B)(4) that liquid cannot be stopped even if closing the clamp. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occlude foot. Broken occluder mechanisms prevent proper clamping of the tubing and result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review was not possible since the manufacturing lot number was unknown. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.